Event description:
Customer reported that the 840 ventilator was displaying "waiting for patient connection", after running for approximately 10-15 minutes. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The patient condition is unknown. The unit passes extended self-testing and no parts were replaced.

Manufacturer narrative:
Several attempts have been made to try to retrieve additional information in regards to the event, and patient condition with no response. A follow up report will be submitted should further information become available.